Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument yaw pulley was broken. One yaw pulley had a .160 x .060 piece broken off on one side. The broken piece allowed the grip to have a larger range of motion in yaw with non intuitive motion. Additional observations not reported was a broken conductor wire. The wire was broken at yaw pulley exit on the opposite side of the yaw pulley break. Electrical continuity testing was performed and failed. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also found. The scratches were .100 - .380 in length and not axially aligned with the tube. Failure analysis concluded the scratches may be due to mishandling / misuse. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. The instrument housing had broken snaps. One rear snap tab and two locating pins were completely broken off. The rear corner of the housing can be lifted as a result. Failure analysis concluded the housing damage may be due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; the broken piece of pulley, frayed cable, and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during testing and prior to starting a da vinci si surgical procedure, a precise bipolar forceps instrument will not articulate. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.